Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: robotic ventral hernia. Event description: the rep was not present during the case. During the beginning of the case, the surgeon was using the kii fios to enter the abdomen under visualization to establish pneumoperitoneum. The surgeon noted that insertion was difficult and during the process of insertion the tip of the trocar broke. The trocar and the broken piece was removed from the patient. The medical team believes all pieces were retrieved from the patient. A new kii fios trocar was used to complete the case. There is no patient injury. The imaging tool used was a scope. Intervention: trocar and broken piece was retrieved from the patient. Case was completed with a new kii fios trocar. Patient status: no patient injury.

Event description:
Procedure performed: robotic ventral hernia. Event description: the rep was not present during the case. During the beginning of the case, the surgeon was using the kii fios to enter the abdomen under visualization to establish pneumoperitoneum. The surgeon noted that insertion was difficult and during the process of insertion the tip of the trocar broke. The trocar and the broken piece was removed from the patient. The medical team believes all pieces were retrieved from the patient. A new kii fios trocar was used to complete the case. There is no patient injury. The imaging tool used was a [] scope. Additional information received via email on 04mar2020 from [] applied medical account manager: "he was inserting the trocar in the upper left quadrant. There were no abnormal adhesions or scarring. Yes, it was the obturator tip that broke. Depending on your definition of a "clean" break, I would say it was. No robotic clamp was used." Intervention: trocar and broken piece was retrieved from the patient. Case was completed with a new kii fios trocar. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a fractured obturator tip. Based on the condition of the returned unit and the event description, it is likely that the reported event was caused by excessive forces applied to the tip during insertion, a material abnormality that caused the obturator to be more susceptible to damage, or a combination of both. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.